Event description:
A home patient's family contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 4/4 of his automated peritoneal dialysis therapy. Per initial report, the home patient's family noted moisture around the spike/port connection. Baxter's technical service center assisted the home patient's family in ending the therapy early. No patient injury or medical intervention was associated with this incident per the home patient's nurse.